Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted upon entry through the hernia sac, they identified dense adhesions between the omentum, the previously placed mesh and the parietal peritoneum. These adhesions were carefully taken down with sharp and blunt dissection exposing the entirety of the hernia sac. Once complete they turned attention to the previously placed mesh that had been dislodged and folded on itself and with careful manipulation, he was able to mobilize the mesh away from its fascial attachment as well as adhesions with the omentum. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.